Event description:
It was reported the patient was not receiving beneficial stimulation and the lead had high impedances. The problem had occurred preoperative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37081, serial# (B)(4), product type: extension. Product ID: 3777, serial# unknown, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the conductor was broken at the injex anchor site. All conductors were broken 22 cm from the distal end. Analysis of the extension found the conductor was broken within 10 cm of connector area. The #2 conductor was broken 2.9 cm from the proximal end.